Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a degastrogastrectomy procedure, the white pad detached from the jaw of the device. The doctor continued the procedure, without damage to the patient, using the same device. The device was not replaced at the option of the surgeon.